Manufacturer narrative:
Returned for evaluation was one solero probe. A visual review of the device noted that the tip was fractured off. The fractured off piece was not received for evaluation. The sample was forwarded to angiodynamics' research and development (r&d) facility for evaluation. The reported complaint description of a fractured tip is confirmed. This event occurred during a demo and there was no patient involvement. A review of the lot history records was performed for the applicator lot any deviation in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. As stated by the r&d subject matter expert, "the results of the investigation are inconclusive, due to the inability to recreate the failure described in the complaint. The device given was thoroughly inspected and appears normal except for the tip malfunction, which may suggest that the tip was subjected to damage prior to use. However, without the tip or exact operating conditions, the exact root cause of this anomaly cannot be determined." The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017 by an angiodynamics sales representative: the sales rep. Was practicing using the solero system at his home. The rep set up the solero system (generator, applicator and bag of saline) by plugging the system into a standard home wall outlet. The outlet was not isolated as normally present in a standard operating theater. He then spiked a saline bag with the tubing set and pre-molded bag spike, loaded the tubing into the pump housing and turned on the pump to purge the device. Once the device was purged, he placed the applicator tip into a plastic bowl filled with water and set the wattage to 140w. He activated the mw energy and observed that within 5-6 seconds the porcelain section of the applicator, in the area where it connects to the metal trocar, began to turn orange and then fractured. He was unable to find the tip of the device after it separated from the applicator. The disposable device has been returned to the manufacturer for evaluation.